Event description:
Customer's meter was used on their neighbor. The pt reportedly obtained results of 30 mg/dl on the advantage system and 70 mg/dl on a professional device within 10 minutes. The pt was transported to the hospital, however, no treatment info was provided. Requested return of suspect system and replacement sent.